Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a pump error 130 alarm. Customer's blood glucose was unknown. It was noted that magnet on customer's belt caused pump error alarm. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with corroded battery cap contact and battery tube. Device was received with operating currents within spec. Device passed self test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted during testing. The motor was tested outside the device and passed. Device was received with minor scratched display window and case.